Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of inappropriate therapy delivery. Upon review, the presenting egm showed multiple stored episodes of the patient in an arrhythmia. Further review of one of the episodes showed that the device sent bursts of anti-tachycardia pacing (atp) in attempt to convert the arrhythmia. The atp fails to convert the arrhythmia, and device starts charging to deliver a shock, however, the shock is diverted due to intermittent undersensing of the rhythm with the rhythm rate below the programmed shock therapy zone. Another round of atps is delivered which fails to convert the rhythm, the device then sends a shock which is able to convert the rhythm. It was noted that the shock impedances of the shocks were measured to be low within normal limits (wnl). Ts discussed review findings with the hcp. The hcp noted that patient had recently been admitted to hospital due to a gi bleed and the stored episodes appeared to correlate around the admission date. Ts noted that the rhythm was erratic with tall/short and slower disorganized rhythm and may have been undersensed leading to delay in therapy. Programming optimization options were recommended. At this time, the crt-d remains in service. No additional adverse patient effects were reported.